Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Not returned for evaluation.

Event description:
It was reported the patient had presented to the hospital with a rupture on (B)(6) 2016. Physician performed an initial procedure by implanting a bifurcated, three infrarenal aortic extensions, and two suprarenal aortic extensions. Reportedly, hours after the initial procedure, the patient re-ruptured and was taken back to the operating room for open repair. It was found that the implants had migrated from the neck. Physician stated that the incident was not device related, but due to the patient's anatomy, was not able to get a good seal. Patient passed away a day later on (B)(6) 2016.